Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they visited emergency room due to high blood glucose and diabetic ketone acidosis on (B)(6) 2022 with blood glucose of 742 mg/dl. The customer's current blood glucose was 742 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, difficulty breathing. The customer was treated by insulin drip. Troubleshooting was not done for high blood glucose. Customer stated that they have done ketone test. The insulin pump will be returned for analysis.